Manufacturer narrative:
A maquet service technician evaluated the device and replaced the defective parts. The device was then returned to the customer for use. Although the parts were returned to the manufacturing site for further evaluation, the device was not. Manufacturing were therefore unable to determine the root cause of the issue. No further issues have been reported by the customer since the parts were replaced.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evalauation.

Event description:
(B)(4). It was reported that during priming "noisy rpm, broken and twisted belts, repair done under work order # (B)(4) by replacing belt kits". No patient involvment. (B)(4).